Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a sling procedure on (B)(6), 2005. There were no complications and the patient was stable immediately post procedure. According to the complainant, the patient presented with pelvic pain, dysuria and urinary frequency during a follow up visit. The patient was not given any specific treatment for the pain on this date. On (B)(6), 2005, the patient was noted to be taking levaquin daily (dosage and date prescribed unknown), vesicare (dosage and date unknown), and 500 mg per day of ceftin (date unknown). The physician recommended a cystoscopy but the patient did not follow up after this date. There is no medical intervention planned. The physician has not seen the patient since (B)(6), 2005 and the patient's current condition is unknown.